Manufacturer narrative:
This report is submitted on 01 april 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 due to an unknown reason. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This was a surgical reject and not an explant i.e. The back-up device was used during the initial surgical event. This report is submitted on may 1, 2020.